Event description:
On (B)(6) 2025, leica biosystems was contacted by a customer regarding inconsistent processing of tissue samples on their histocore pearl tissue processor. Some samples were described as raw while others had a burned appearance. On august 19 2025, leica biosystems was informed that a total of 41 samples had been impacted by this incident. 40 samples were diagnosable. In the one case where a diagnosis was not possible, a re-biopsy was performed. After collection of the new sample material a diagnosis of the patient could be succesfully performed.

Manufacturer narrative:
The investigating engineer, quality assurance & regulatory affairs has determined the following: application issue ¿ wrong reagent changed: it is found that the reagent concentration in the s8 bottle is 85%, leading the instrument used the 85% ethanol as the final ethanol step in the affected run. The concentration is far lower than the required level, resulting in poor quality of tissue processing. As the reagent concentration in the s4 bottle is close to 100% while that in the s8 bottle is close to 80%, the most likely reason is that the customer mistakenly installed s4 and s8 in the opposite positions. The customer was advised to replace all reagents, including the paraffins with fresh reagents. A subsequent test run was performed and all samples were examined and approved by the customer's pathologist. The device was evaluated on-site by a leica biosystems field service engineer. All test performed were passed, showing that the device in in full working order. The device has been released to the customer for validation prior to the usage of clinical samples.